Event description:
It was reported that the patient's pump had migrated. The patient did not have any symptoms. The pump had dislodged from the patient's abdominal fascia. Her pump had been moving and they were unable to access the pump for filling. They have had to use fluoroscopy for her refill. The device was replaced. The patient recovered without sequela. The medications being delivered via the device system were baclofen, clonidine and hydromorphone.

Manufacturer narrative:
(B) (4).